Event description:
Boston scientific received information that this device and the associated right ventricular lead displayed a high, out of range shock impedance measurement. The local boston scientific field representative did not have any further information regarding this event. There were no adverse patient effects reported. Available information indicates the system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.